Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-02686, reference MFR. Report#: 1627487-2018-02687. It was reported the patient was not satisfied with the location of her ipg and extensions. The devices are located in the patient's abdomen. As such, the patient will consult with a physician regarding surgical intervention as the next course of action.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-02686; reference MFR. Report#: 1627487-2018-02687. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2018, wherein the patient's same ipg was relocated and the extensions were explanted.